Manufacturer narrative:
The hill-rom technician found the emergency stop button was non functional and the control box needed to be replaced.. The emergency stop button is located on the control box. Per the periodic inspection for the viking m lift (3en371001 rev. 4) section 10 instructs: press the emergency stop button. With the emergency stop button in, verify the lift does not operate with the hand control buttons. Turn the red emergency button in the direction of the arrows. Verify the button releases from the locked position into the raised, open position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 2018. It is unknown if the facility performed any other preventative maintenance on this lift. The hill-rom technician replaced the control box to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the emergency stop button was non functional. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).